Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited multiple right ventricular oversensing episodes. Two electrograms also noted loss of biventricular capture. Programming changes were made. The patient was stable and would be monitored.